Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician performed sphincterotomy and he noticed that the cutting wire did not bow enough. It was very flat, and then attempted to cut, it would just cauterize, rather than cut. It was reported that the cutting wire of the device fully exited the scope, and it did not touch the elevator of the endoscope. The device was removed from the scope, and it was noted that the cutting wire detached from the blue tip and was pushed into the tome where about 1/2 cm of cut wire was sticking out. There was no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken.